Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent a revision procedure wherein the non-rechargeable ipg was replaced with a rechargeable one. The patient was doing well postoperatively. The explanted ipg was discarded by the medical facility.